Manufacturer narrative:
See h6: pli 10: the returned device passed all testing in the laboratory and no anomalies were identified. Pli 20: analysis identified damage to the connector that is consistent with difficulty detaching the catheter from the pump. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient receiving saline via an implantable pump. The indications for use was intractable spasticity. It was reported that imaging was performed and revealed a flipped pump. The healthcare provider performed a pocket and catheter revision. The pump connector broke while disconnecting the catheter. The pump segment of the catheter was replaced. The issue was resolved at the time of the report. It was noted that the hcp had no further information. The patient's weight and medical history were asked but unknown. The patient status at the time of the report was alive with no injury.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6); product type: 0184-catheter; implant date (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.